Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was separated from the cap. There was no patient involvement. No additional information is available.